Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, and implanting physician details.

Event description:
Patient reported xen®45 gts is bent post-operatively.